Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used in the ampulla for an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, after the procedure, when processing the duodenoscope it was noticed that there was obstruction in the channel. The obstruction was unable to be removed, and the scope was sent for analysis. During repair, it was found that the white sponge from the rx biopsy cap had been detached and was stuck in the channel of the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.